Event description:
My accucheck aviva plus received in early this year 2014, requires a code chip to read my glucose strips; however, when I filled the prescription, this month on (B)(6) 2014, there was no code chips included in the strip vials. Called pharmacy. They didn't understand. I stated that the strips do not need code chips. It was already late and raining. I went to the pharmacy the next day. "In the evening after work pharmacy personnel still could not figure out by the pharmacist." Then reading the package insert stated, needed a black chip if having the old model, no black chips supplied by pharmacy. Pharmacy personnel do not understand what is needed for me as patient to do my glucose testing. Later, it's stated that model changed and no longer needed code chip now. It must be sent from manufacturer a black code chip if using earlier model of aviva plus machine, and takes 2 days. Now I couldn't measure my glucose for three days already. Why company doesn't notify pharmacy and put label on boxes and make patient aware of the changes?